Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the returned patella components loosening. Macroscopic photo analysis was performed on the retrieved patella components. Upon visual examination, the patella component showed minor deformation on the edge. There was a scratch on one edge which most likely occurred during explantation. The thickness and overall diameter dimensions were measured and found to be within the specifications of the manufacturing print. Based on the dimensional and visual analysis the factors that could have contributed to the patella component loosening could not be determined.